Event description:
On jan 4, 2000, safeskin corp was served with the following lawsuit. Plaintiff's claim alleges the following: severe latex allergy, inter alia, hand swelling, erythema, itchy and watery eyes, urticaria, shortness of breath and wheezing.